Event description:
It was reported that the patient with this right ventricular (rv) lead fell and was presented to the emergency room. Subsequently, this rv lead exhibited loss of capture and lead perforation with no pauses of more than two seconds and a stable underlying rhythm, but whether an echocardiogram was performed remained unclear. This rv lead was scheduled for revision and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device because perforations are covered in labeling and by the instructions for use which can be concluded that the expected or well-understood factors most probably contributed to the event.

Event description:
It was reported that the patient with this right ventricular (rv) lead fell and was presented to the emergency room. Subsequently, this rv lead exhibited loss of capture and lead perforation with no pauses of more than two seconds and a stable underlying rhythm, but whether an echocardiogram was performed remained unclear. This rv lead was scheduled for revision and remains in service. No additional adverse patient effects were reported.